Manufacturer narrative:
Device manufacture date: (B)(4). Service engineer inspected the device and the alleged malfunction could not be duplicated. The ventilator passed all the required testing.

Event description:
It was reported that the patient was transferred to another ventilator due to a bad oxygen (o2) sensor. There was no patient harmed or injured as a result of the event.